Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an emergency light error occurred due to an emergency light failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was an emergency light, spare lamp, e207 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a visera elite xenon light source had an emergency light, spare lamp e207 error occur. The emergency lights, spare lamp had never been used. The issue was found during preparation for use. The procedure was completed using the device without any problems. There were no reports of patient harm.